Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased, the device is using more power than expected. No additional adverse patient effects were reported.